Event description:
It was reported via repair work order that the head left siderail would not latch in the top position due to a damaged timing link. It was also reported that the footboard had intermittent power due to a damaged footboard assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.